Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. Device evaluation: the patient remains ongoing on lvad support however a portion of the distal end percutaneous lead (driveline) was received for investigation. Approximately 18¿ of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned distal end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of driveline was submerged in a saline bath for hi-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The investigation confirmed the reported pump stops via the submitted log file. The log file contained approximately 16 days of data (16sep2017 ¿ 02oct2017 per the time stamp). On 18sep2017 at 20:02, the pump fell below the low speed limit (lsl) and stopped for approximately 2 seconds before returning to the set speed. At 21:57 the pump stopped again for approximately 3 seconds before returning to the set speed. On 30sep2017 at 2:48, the pump began to struggle to maintained a speed above the lsl and stopped several times through the end of the log file. All of the pump stops occurred while the system controller was connected to the power module. Prior to the first pump stop there were no notable alarms active in the log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred. The patient¿s system controller was exchanged as a precaution. The patient was asymptomatic. A representative of the manufacturer's technical services team reviewed the submitted log file and confirmed pump stoppages. The representative also reviewed the submitted driveline x-rays which were found to be unremarkable. On 05oct2017, the manufacturer¿s technical services arrived onsite and performed a distal end percutaneous lead (driveline) replacement. Post replacement all tests passed. On (B)(6) 2017 it was reported that there had not been any other alarms. The patient was to be discharged the following day on a grounded patient cable.